Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. 2nd sensor performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 2 needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 280 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Again checked blood glucose and it was 301 mg/dl. The current blood glucose was 163 mg/dl. Customer treated high blood glucose with the insulin pump and declined troubleshooting for it. Customer got calibration not accepted he calibrated again and pump said change sensor so he inserted another sensor and the same thing happened so he removed that one as well and inserted a third sensor he calibrated just before midnight and when he woke up pump was saying he was low again and blood glucose was 280 mg/dl. Sensor glucose and blood glucose difference 240 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 70 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The device will be returned for analysis.